Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that there was a "retrofit to failure". There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 04apr2019. Manufacture date: 04mar2019. MFR report #2031642-2019-00939 is a duplicate of an event previously reported under MFR report #2031642-2019-00938. Any additional information will be submitted under the initially reported MFR # 2031642-2019-00938. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.